Event description:
In 2008, I had a medtronic's spinal cord stimulator trial partially implanted to my spine. It worked very well & seemed to cover the areas of my pain quite well. Since that went so well I made the decision to go ahead with the permanent stimulator. At first it wasn't to bad, it covered some of the areas and I was told that once the swelling went down, it would work even better. Well, now it only stimulates the back of my knees which are fine. My medtronic's rep. Has tried several times to get it programmed to cover the correct areas, but just can't get it. My pain doc did an x-ray & said the leads looked good, but the medtronic's reps think there may be a tilted or defective lead. So now I'm back on the pain meds & back in pretty bad pain. This was a very painful surgery & I feel no one will tell me what to do correct the problem. The only thing suggested is to move the paddle up higher. Well, what if that doesn't work? I will be going to yet another doctor at the institute for low back & neck care, in minneapolis, mn. This doctor's name is dr. Salib. I will see him on nine months later at 2 pm. I'm hoping to have this stimulator removed. Possibly go ahead & have a lumbar fusion. Dates of use: 2008. Diagnosis or reason for use: herniated disc. Degenerative disc disease.